Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred earlier that morning around 7:30 am. Pt tested on his pdc meter and received a reading of 96 mg/dl but felt symptoms of low blood sugar. Medics were called. The pt had not eaten, so medics gave him a biscuit and orange juice. They checked his blood glucose level and it read 94 mg/dl. Pdc meter was used again and read 144 mg/dl. Medics advised pt to get his meter calibrated. Pt has never calibrated pdc meter and cs was expired, so cst could not be performed. Pdc cc rep walked pt through proper bgt procedures and results were 154 then 137 mg/dl. Pdc sent replacement (s) and prepaid envelope for return of suspect product(s).

Manufacturer narrative:
Suspect product(s) not returned, thus evaluation could not be performed.